Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was most likely due to device programming.

Event description:
It was reported that the device had delivered inappropriate anti-tachycardia pacing (atp) on episodes of supraventricular tachycardia (svt) that was interpreted as ventricular tachycardia by the device programming. The device was reprogrammed to resolve the event and the patient was stable with no adverse consequences.